Event description:
Home health nurse reported pump malfunction (serial number and expiration date: unknown), error stating "system time out" and had to use gravity tubing. No missed dose, interruption to therapy or adverse event(s) reported due to product issue. Pump to be replaced. Material sent for return of pump associated with event. Availability of pump for investigation dependent upon return by pt. No further info. Pump used to infuse elfabrio at above dose/frequency.